Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported during the lead replacement the physician had difficulty removing the lead. The lead seemed to be caught on some tissue so the physician made an additional incision to remove the lead completely.